Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. Pump was received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose in the 30 mg/dl range at the time of the incident. The customer was at 127 mg/dl at the time of the call, per the sensor glucose reading from a competitor's sensor. The customer used juice and was given a glucagon shot to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer's doctor lowered their basal rates by 20% the previous day but the customer dropped to 56 mg/dl. The customer was also taking medication to raise blood glucose. The insulin pump will be returned for analysis.